Event description:
This customer reported that they were unable to acquire a 12-lead ECG. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported that they were unable to acquire a 12-lead ECG. There was no report of negative pt impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.